Manufacturer narrative:
(B)(4). Alleged failure: in the device was a foreign body (thread) located. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a piece of the drive shaft hub not cleaned out during manufacturing. The product was returned for investigation and the failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside the sterile package. No adverse consequences was reported. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package. No adverse consequences was reported. The procedure was completed successfully.